Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were cleaned and the 5v was adjusted. The system operates as intended.

Event description:
The customer reported that there was no image displayed on the monitor. No patient injury was reported.